Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the date and how the blackout image occurred was unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material was not sufficiently removed from the air/water nozzle and resulted in the clog, the cause for the material entering/remaining in the nozzle could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU) regarding reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite colonovideoscope had a blackout image that was unable to be restored. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. Evaluation found the complaint was not confirmed. Evaluation did find water tightness was lost due to wear of the zoom lever, the bending angle in the up direction and the play of the up/down knob was out of standard value due to wear of the angle wire, the bending section cover adhesive was chipped, cracked and had a white clouded area, the water removal ability did not meet standard value due to clogging of the nozzle, the scope connector was dirty due to water leakage, the adhesive around the objective lens was peeled, the adhesive around the light guide lens had a white clouded area, the connecting tube was discolored, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.